Event description:
It was reported that during a photo selective vaporization of the prostate procedure, the fiber did not work. After checking the fiber, a red light was identified coming from the fiber body, which indicates a fiber body break. As a result, the fiber was replaced, and the procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Analysis of the returned fiber confirmed the reported fiber break as analysis identified a fiber body break between the input connector and the control knob. Visual inspection identified that the connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber did not exhibit signs of usage as there was no debris adhesion identified on the tip of fiber. Based on analysis results, it is probable that excessive manipulation during insertion of the fiber into the scope contributed to the break. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure, the fiber did not work. After checking the fiber, a red light was identified coming from the fiber body, which indicates a fiber body break. As a result, the fiber was replaced, and the procedure was completed using another fiber. There were no patient complications.